Event description:
It was reported to target that during the procedure the catheter became clogged. Upon inspection of the returned device on 12/7/98 it was discovered that the catheter had ballooned and burst. Making this complaint a MDR.